Event description:
It was reported that approximately nine days post-implant the patient experienced cardiac tamponade and perforation. The patient underwent pericardiocentesis. The patient experienced continued chest pain and was sent for a computerized tomography (CT) scan, which revealed that the right atrial (ra) lead had dislodged. The ra lead was revised. Later that same day after the revision, the ra lead dislodged. The following day, it was decided to remove the ra lead and the ra port was plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.